Manufacturer narrative:
(B)(4) device evaluated by MFR: the device was returned for evaluation. Microscopic and tactile examination revealed a kink in the distal shaft 58mm from the tip of the device. Microscopic examination revealed a partial separation at the collar/proximal shaft location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12feb2016. It was reported that catheter failed to cross the lesion and shaft kinked occurred. The target lesion was severely calcified coronary artery. A 145, 5-in-6 guidezilla guide extension catheter was delivered near the lesion however, the device failed to advance further. When the physician checked the guidezilla guide extension catheter, it was noticed that the lumen joint was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a partial separation at the collar/shaft area of the guidezilla guide extension catheter.